Manufacturer narrative:
Manufacturer report 2938836-2017-32275 should not have been reported as a medical device report (MDR), as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient received a vibratory alert on (B)(6) 2017; however, waited to come into clinic on (B)(6) 2017 for a scheduled follow up. During the follow up the device could not be interrogated and premature battery depletion was also noted. The device was explanted and replaced without adverse consequences. The patient condition was stable before, during, and after the procedure..